Manufacturer narrative:
On june 9, 2016 - three attempts have been made to the customer (2 via email and 1 via mail) to get additional details on the incident with no response from the customer. Manufacturer can provide no comment on the device at this time without such details.

Event description:
Customer inquired "what complications could result from skyn long lasting lubricant, then oral consumption. Information required as I was hospitalized" (B)(6) 2016 - customer contact has been attempted three time (2 times by email and 1 by letter) with no response. Manufacturer can provide no additional detail at this time.

Manufacturer narrative:
June 9, 2016 - three attempts have been made to the customer (2 via email and 1 via mail) to get additional details on the incident with no response from the customer. Manufacturer can provide no comment on the device at this time without such details. June 22, 2016 - a review of the product safety report for the original device indicated the materials in question have a very low acute oral toxicity profile. Product biocompatibility evaluations at the time indicated no issue. This notice serves as the final update on this report ((B)(4)).

Event description:
Customer inquired "what complications could result from skyn long lasting lubricant, then oral consumption. Information required as I was hospitalized." June 9, 2016 - customer contact has been attempted three time (2 times by email and 1 by letter) with no response. Manufacturer can provide no additional detail at this time. June 22, 2016 - a review of the product safety report for the original device indicated the materials in question have a very low acute oral toxicity profile. Product biocompatibility evaluations at the time indicated no issue. This notice serves as the final update on this report ((B)(4)).

Event description:
Customer inquired "what complications could result from skyn long lasting lubricant, then oral consumption. Information required as I was hospitalized"